Event description:
It was reported that the device has error code 600.681. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 600.6815. Technical support - 1. Connect 8015 unit to alaris system maintenance. 2. Set correct package to active. 3. Run "transfer network configuration" task. Transfer a network configuration to a pc unit using a serial cable if the pc unit will be operating in a wireless environment and the wireless network was disabled using the system maintenance software, perform the following procedure to enable the connection. Before starting this procedure, make sure that: ¿ the network settings are in a configuration package. See network settings on page 184. ¿ the configuration package that contains the network settings is the active package. See setting a configuration package as the active package on page 236. Advised fred to transfer network configuration on the pc unit. Fred did so and the error was cleared. Case closed. A review of the device history record showed the device had a manufacture date of 02/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
Technical support performed over the phone troubleshooting to determine error 600.6815. Tech support went over troubleshooting steps with the customer. Advised customer to transfer network configuration on the pc unit. Issue was resolved. Device history review: a review of the device history record showed the device had a manufacture date of 02/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has error code 600.681. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has error code 600.681. There was no patient involvement.